Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report the cuff on the endobronchial tube would not be deflated. Customer indicated there was no patient involvement with this event.

Manufacturer narrative:
The sample was returned and visual examination showed that the shape of the returned unit had been altered using the stylet wire. The stylet wire was removed and inflation/deflation testing was successful. There was no fault found with the device. The probable root cause is that the cuff test was carried out when the shape of the tube was incorrectly altered with the stylet wire. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report for an endobronchial tube. The customer reported that prior to use on a patient, the white cuff could not be deflated. It was reported that there was no patient involvement.